Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload was fully fired. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the surgeon fired the device to the bronchus, however the tissue was not stapled. The procedure was completed with manual suturing. There was tissue damage. The status of the patient is no problem.